Event description:
The customer reported obtaining erroneous white blood cell (wbc) results with instrument generated flags and platelet (plt) results without instrument generated flags for one patient involving a coulter act diff 2 analyzer. The customer indicated that the heel stick sample was run in open vial mode. The customer proceeded to repeat the sample twice but received erroneous wbc and plt counts for all three runs which were different from the historical results of the patient. The erroneous results from the last rerun were reported out of the laboratory but there was no death, injury or affect to patient treatment in connection with this event. A redraw was made on the patient and the sample recovered wbc and plt results which were considered correct. The wbc result for the redraw was flagged but the customer deemed that the wbc result was correct for the patient. Data review of the provided instrument printouts indicated lower red blood cell (rbc) and hemoglobin (hgb) results without instrument generated flags for the initial sample results. Both the initial and redraw samples were run on the original instrument. Beckman coulter field service engineer (fse) was not dispatched as service was not requested for this event. Additional information for the event concerning errors while running the sample had been requested but has not been provided by the customer.

Manufacturer narrative:
Service was not request for this event and additional information, which was requested, was not provided.